Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Inserted tampon searched vaginal canal unable to find to remove [foreign body in reproductive tract]. String had been tucked up inside the applicator - tampax [device physical property issue]. Consumer contacted via e-mail and stated that the string had been tucked up inside the tampon applicator. No serious injury was reported.